Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported not getting readings on their g5 mobile app. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.